Event description:
The pt had a hi result for the blood glucose on the suspect device at 11pm. Pt's son administered 13 units of insulin. At approx 3am, pt had a seizure. Pt's spouse tested blood glucose on the suspect device and obtained a reading of 121 mg/dl and called the ambulance. Emt's tested pt's blood glucose on their own device and the reading was 32 mg/dl. Emt's took pt to the hosp at 4am. Pt was given an intravenous, sandwich, applesauce, juice and a cookie and released at 8am.